Event description:
The customer contact reported device breakage; subsequently, a leak was noted. On an unspecified date, the primary tubing set was being used to deliver an unspecified medication, at an unspecified rate. At an unspecified time, the option-lok male adapter of the secondary tubing set was connected to the clave port on the cassette of the primary tubing set. It was reported that a day or two after the delivery was started, an unspecified volume of solution leaked "where the clave was bent over the cassette" of the primary tubing set. The tubing set was replaced and the therapy was resumed. There were no reports of any adverse pt events and no reported delay of therapy critical to this pt. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.